Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was confirmed. During investigation the device was powered up and displayed double beeping. According to the investigation, the pump downstream sensor cause the reported problem. Service's replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm. It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed the device immediately alarmed with "no cassette" message. The issue was determined to have occurred due to an issue with the downstream occlusion sensor/occlusion sensor. The cause of the component issue was not definitely established.